Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. It is unknown if the patient was connected at the time of the alarm. It us unknown what stage of peritoneal dialysis therapy this event occurred. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. It is unknown how the alarm was resolved. The patient would remove the set and bags and begin a new therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.